Manufacturer narrative:
(B)(4). Batch # p57j6j. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: can you please clarify what event occurred with the ntlc55 device as all that is stated in the event is "another gun was used to complete the firing sequence". The second gun was not used and the procedure was completed using suture material. Further additional information was requested and the following was obtained: can you please clarify what event occurred with the device as no event information was provided. Was the device not able to be fired (meaning no staple line or cut line delivered)? Please provide further detail of the event that occurred with the device. The event occured with the same device staples fired but the firing knob was jammed and could not be taken back so force was used to take it back, it was taken back first time but the second firing same thing happened and when force was used the knob broke and gun opened.

Event description:
It was reported that during an unknown procedure, another gun was used to complete the firing sequence. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc55 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload present. No functional test could be performed with it due to the condition of the device. The device opened and closed without any difficulties noted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.